Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure to treat pulmonary embolism using the lightning aspiration tubing (lightning) and an indigo system aspiration catheter 8 (cat8). During the procedure, the rotating hemostasis valve (rhv) was unscrewed and would not screw back. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat12 and lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure to treat pulmonary embolism using the lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the rotating hemostasis valve (rhv) was unscrewed and would not screw back. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat12 and lightning. There was no report of an adverse effect to the patient.